Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose of 36 to 342mg/dl and treated with juice. Customer indicated that their blood glucose value was unknown at the time of the call. There was no indication that the insulin pump over delivered insulin however, customer indicated that the pump was unable to exit the preparing the prime loop. Troubleshooting also found that there were no delivery alarms in the pump history and confirmed that the pump could not exit the prime loop. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime test. No prime/fill anomaly or excessive no delivery alarm noted during testing. The insulin pump passed excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery, battery out of limit or off no power alarm noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.